Event description:
On (B)(6) 2011, pt reported there was insulin in the cartridge compartment of the infusion device due to leaky cartridge. Pt discovered the leak when changing the cartridge. There was no visible damage and the plungers had not been separated from the cartridges. The amount of insulin in the cartridge compartment was not enough to pour out. The cartridge was removed correctly. Pt used 4 different cartridges on (B)(6) 2011 and had insulin leakage with each. Pt reported this concern has contributed to fluctuations in her blood glucose. Blood glucose was 46 mg/dl on the day of the report, and target blood glucose is 70-110 mg/dl. Pt ate honey to treat hypoglycemia, and blood glucose elevated to 156 mg/dl. Pt switched to her backup infusion device. F/u was completed on (B)(6) 2011, and pt reported that she did not experience further insulin leakage. Infusion device and insulin cartridges were replaced and requested for eval. The pt did not require treatment from a health care professional or second party to address the issue.